Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5731085 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 an additional assessment revealed that the skin reaction code was erroneously omitted from the initial report submitted. Itching was stated in b5, however it was not captured in h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 600cc mentor memorygel breast implant, catalog #3506004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast reconstruction with a 600cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient stated that she fell off exercise equipment in 2012 and began experiencing itching inside her body and a reduction in the size of her right breast roughly one year later. On (B)(6) 2019 magnetic resonance imaging confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This event was part of a post approval study.